Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results on the subject meter of "500 and 200 mg/dl", performed within an unknown time of each other. This complaint is being reported because the reported results may not meet lifescan¿s precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.